Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, definitive a root cause of the observed rust/corrosion around the objective lens could not be determined, however, this issue was likely the result of component failure due to insufficient device cleaning/reprocessing. Additionally, the observed detached device distal end was likely the result of component failure due to excessive force/stress and or wear due to repetitive use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto nephro-videoscope exhibited rust around the objective, and detached distal end. There was no patient involvement.